Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. While advancing a promus premier select through the guiding catheter, high resistance occurred and the physician removed the stent. The stent struts were visibly bent in the middle of the stent. The stent did not reach the patient. The procedure was completed with another stent. There were no patient complications and no patient injuries resulted in relation to this event.

Event description:
It was reported that stent damage occurred. While advancing a promus premier select through the guiding catheter, high resistance occurred and the physician removed the stent. The stent struts were visibly bent in the middle of the stent. The stent did not reach the patient. The procedure was completed with another stent. There were no patient complications and no patient injuries resulted in relation to this event. Promus premier select ous mr 4.00 x 38mm stent delivery system was returned for analysis inside guide catheter and tracked over a guidewire. A visual examination of the crimped stent found damage across the entire stent and the stent had moved in a distal direction on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.